Event description:
On 07-apr-2025, the manufacturer was notified that the user experienced severe hypoglycemia on (B)(6) 2025 and was treated in the emergency room. The user reported a blood glucose of 12 mg/dl confirmed by fingerstick, lost consciousness, and was transported to the ER by marital partner. Glucose was administered, and the user was discharged approximately two hours later. There were cgm data gaps on the day of the event.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.